Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. They were harvesting vein and noticed right out of the box that the silicone boot on the jaw was torn. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise #: (B)(4). Updated sections: a2, g4, g7, h2, h3, h6, h10. Corrected section :a4 kgs changed to lbs. The device was returned with btt, c-ring and cannula to the factory on 13dec2019 and investigated on 21jan 2020. Signs of clinical use and evidence of blood observed on the btt and cannula. A visual inspection device was conducted. The silicone insulation on the cold jaw was approximately a quarter way torn and detached, exposing the metal from the base of the cold jaw. On the other side of the cold jaw, the silicone was detached from the middle of the jaw and the tip of the jaw. The detached silicone insulation was not returned for evaluation. The heater wire was observed to be slightly flexed at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. Based on the condition of the device as found, the reported complaint was confirmed for "peeled jaw" and confirmed for the analyzed failure ¿material bent/twisted.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. They were harvesting vein and noticed right out of the box that the silicone boot on the jaw was torn. A replacement device was used to complete the procedure. The hospital did not report any patient effects.